Manufacturer narrative:
(B)(4).

Event description:
A valiant 38x34x150 stent graft system was implanted in the patient for the endovascular treatment of a 64 mm thoracic aortic aneurysm. It was reported that on recent follow up a CT revealed that there was a distal type I endoleak present. Per the physician, the cause of the distal endoleak was due to descending aneurysmal growth. The patient was treated with a 38x34x150 distal main taper. The angiogram at the beginning of the secondary intervention showed a late leak near the distal end of the stent graft; either a type ib or possible type iii leak. The distal end of initial implanted graft was extended roughly another 2.5cm distally towards the celiac origin. No leak was present on final angiogram. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.